Manufacturer narrative:
(B)(4). Evaluation of the returned condition substantiated the reported foot break. Inspection found that the posterior foot was broken and the posterior needle was bent at the proximal end. This is consistent with the posterior needle striking the foot during needle deployment instead of engaging with the posterior cuff inside the posterior foot pocket as designed; however, the posterior needle tip remained undamaged. Because the posterior cuff did not capture its needle, the posterior cuff tabs remained untouched. Based on the investigation findings, the probable root cause for the posterior needle striking the foot instead of engaging with the cuff inside the foot pocket is needle deflection due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. By continuing to deploy the needles against resistance when the posterior needle came into contact with the posterior foot a foot break could occur. Therefore, the root cause for the posterior foot break is incorrect technique. The instructions for use, under the precautions section, states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. No manufacturing or quality issue was detected. A review of the product lot history record did not reveal any nonconforming material records associated with this lot. A query of the complaint database for this lot revealed no similar incidents that exhibited the posterior foot break.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Device #2 proglide is being filed under a separate manufacturer report number.

Event description:
Subsequent corrected information to the initial medwatch was reported that the suture detached during advancement of the trimmer.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, when the needle plunger was pulled for removal, the suture would not come out. The device was removed and a second proglide device was attempted but when the needle plunger was pulled for removal, the suture detached from the cuffs/needles. Manual compression was applied to achieve hemostasis. Further inspection of the first proglide device revealed a portion of the foot was broken off. The location of the detached component is unknown. There were no reported adverse patient effects. Though requested, no additional information was provided.